Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# unknown serial# unknown) . (B)(4).

Event description:
During a clinical trial sponsored by (B)(4), it was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring a pericardial drain. During the procedure, a cardiac tamponade was detected. Pericardiocentesis was performed and yielded 600 ml of bloody fluid and a pericardial drain was left in place. Drain was re-positioned and total output was 1800 ml. It was noted that the procedure was successfully completed. Patient was transferred to the coronary care unit in hemodynamically stable condition. Pericardial drain was removed. Patient required 2 additional days of hospitalization as a result of the adverse event. Issue resolved without sequelae. Patient was discharged to home on post-procedure day 2. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and definitely index procedure-related.

Manufacturer narrative:
Additional information was received on june 6, 2018. The patients outcome was updated from resolved with sequelae to resolved without sequelae. Manufacturer's ref. No: (B)(4).